Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked after the twist clamp was closed. When found, the physician replaced the set with new one. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet. Functional testing including clear passage, leak, and clamp function testing were performed; leak and clamp function testing failed due to the broken occluder feet. The reported condition was verified. The direct cause of the condition was due to the broken occluder feet. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.